Manufacturer narrative:
The subject device has not been returned to omsc but was returned to olympus (B)(4). Olympus (B)(4) checked the subject device and found followings; the insertion section had been repaired by the third party (without olympus logo). The light guide lens was cracked. The ports for the instrument channel and suction channel were worn. The bending section had scratches. The electrical connector could not be disassembled and the color code sign which was used to quickly determine the compatibility of endo-therapy accessories was lost. There were no obvious stains, cracks, or scratches on the outer surface of the subject device with the visual inspection. The test of the subject device resolution was not passed. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that it was found the microbe, flavobacterium in the sample from the instrument channel of the subject device after ethylene oxide sterilization. After this microbe was found, the user used another similar device and completed the intended procedure. The user has not used the automated endoscope reprocessor. There was no report of infection associated with this report.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Olympus medical systems corp. (Omsc) got a update information from olympus china as follows; the detailed microbe name which was found at the user facility test was "flavobacterium meningosepticum." The subject device has not been returned to olympus medical systems corp. (Omsc). However omsc checked the report of olympus china, there was another reportable malfunction which had found at olympus china evaluation, "the scraping of the instrument channel port" of the subject device. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The exact causes of the reported events, the positive for a microbe and the scraping of the instrument channel port were found could not be conclusively determined, but omsc surmised there were the possibilities those phenomena were attributed to followings; the positive for a microbe: it might have been occurred due to an improper reprocessing by the user facility. The scraping of the instrument channel port: it was presumed that the subject device had been not properly inspected or repaired based on the report which indicated the third party repair had been done and the nonconforming parts found at the olympus china evaluation. If additional information becomes available, this report will be supplemented.